Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported a 44 year old female patient was on impella 5.5 support and during support, the patient had a hematoma at the access site. Sandbag was applied and support continued. Additionally, the patient had ventricular tachycardia (vt) while on support. This occurred during repositioning. Tte showed the pump in proper position. Support continued. The patient was eventually weaned and survived the procedure.

Manufacturer narrative:
The investigation of vt/vf has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the vt/vf was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26352 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 MDR reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26352. G1 MDR reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26352. H6 code 1888 was reported incorrectly on manufacturer device report 1220648-2025-26352.